Event description:
Pt is a 37 yr old white g3p3 female, s/p bilateral submuscular infraclavicular implantation of 220cc surgitek gels on 10/6/87 for augmentation. Softening with no history of trauma. Pt has systemic complaints including severe truncal maculopapular rash shortly after implants, arthalgias, myalgias, dysesthesias, fatigue, neurocognitive problems, dry mucous membrane, g1/gu, menstrual irregulation, hair loss etc..pt had rupture on right 1/31/95. Liquid gel mild granulomites a in pec minor (reseded) min cloud/yell. Mod thick. Capsule with set contracture.